Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damage while inserting the syringe needle to load the cartridge with insulin. The cartridge was changed. There was no reported impact to customer's blood glucose.